Manufacturer narrative:
The impella device has not been returned for evaluation. A supplemental report will be submitted upon completion of the investigation. The instructions for use states the following regarding purge pressure issues: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ the failure modes will monitored and trended.

Event description:
The user facility reported an impella 5.0 in a (B)(6) male for mechanical circulatory support. It was reported that there were purge pressure high¿ alarms. The activated clotting time (act) has not been met for two days and purge trend shows slow increase in purge pressure. The impella was explanted. No additional information was provided.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. No biomaterial was found on the purge gap, and the catheter was cut open near the motor housing to check for blood ingress, which was not found. A minor kink was noted near the kink protractor. During priming testing, high purge pressure did not reproduce. The cause of the high purge pressure issue was not determined since data logs were not returned and limited clinical information was provided.